Manufacturer narrative:
The actual device was received for evaluation. Visual inspection was performed, and it was noted that the chamber has embedded particles (not free moving) within the walls of the chamber. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a flow regulator set had particulate matter in an unspecified location. This was noticed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.